Event description:
It was reported that via a remote transmission, the left ventricular lead exhibited high impedance. In clinic, the lead exhibited loss of capture during pocket manipulation. A fluoroscopy revealed the lead dislodged. The lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that during the extraction procedure of the left ventricular lead, manipulation of the sheath caused the right ventricular lead to dislodge. The patient experienced multiple seconds of asystole, a decreased heart rate of 20-30 beats per minute, and a decrease in blood pressure and oxygen saturation. The right ventricular lead was explanted. A temporary pacing catheter was placed and the patient was stable post procedure.